Manufacturer narrative:
H3: product analysis part# 7080907; lot# kh16a148- visual and optical analysis revealed the hex edges of the driver are rolled over/stripped. This type of damage is consistent with torsional overload and repeated use overtime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spinal product using drivers in an acdf at c4-7 for neck pain and radiculopathy. It was reported that the surgeon indicated during procedure that all the drivers in universal cervical tray are stripped and need to be replaced. There were no patient symptoms or complications as a result of this event. The reported products were already used multiple times previously. No further complications were reported/ anticipated.